Event description:
The account's maintenance stated that the right head siderail will not latch due to a damaged siderail center arm assembly.

Manufacturer narrative:
The account has ordered a center arm assembly and d-pin for repairs. Repairs have not been completed.